Event description:
Affiliate reports that the valve did not control pressure as expected and needed to be replaced. It was implanted more than 7 yrs ago. It was reported to have been discarded by the hospital.

Manufacturer narrative:
It has been communicated that the device and lot info is not available. Without the device and lot info codman is unable to conduct a proper investigation. If at some point the device and/or lot info does become available the complaint will be reopened, investigated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.